Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system with a g7 sensor, the patient¿s blood glucose was 363 mg/dl without symptoms, and the patient attributed the elevated reading to dinner intake; troubleshooting and education were completed, no alerts or alarms occurred, and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and was categorized as an adverse event without an identified device or use problem; an appropriate device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.